Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of instrument service history, a review of trending data, and a review of product labeling. The field service representative (fsr) performed a site visit and observed dripping from the sample probe and poor alignment of the r2 reagent probe in the wash cup. The fsr replaced the sample probe, aligned the r2 reagent probe and no additional discrepant result issues have been reported since the service activity was completed. The c4/c8 rgt pr rohs, was determined to be the likely cause for the issue. The instrument service history did not identify any additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date of this complaint that may have contributed to this issue. No systemic issues or adverse trends were identified. No non-conformances were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported false elevated magnesium results when processing on the architect c4000. The following data was provided: sample 1: initial 6.10 and retests were 1.71 and 1.71 mg/dl. The customer uses a normal range of 1.60-2.06 mg/dl. No impact to patient management was reported.